Event description:
It was reported by the customer that on (B)(6) 2010 an aiming beam fired straight out of the fiber at 97,064 joules. Also, it was reported that the case was completed with this fiber. The device was not returned for eval.